Event description:
It was reported that this pacemaker was interrogated at a routine follow-up appointment and found that the device had reverted to operation in safety core. The device was operating with limited functionality for this therapy dependent patient. Technical services recommended emergent replacement, and subsequently the device was explanted and replaced. The device was returned to the distributer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was interrogated at a routine follow-up appointment and found that the device had reverted to operation in safety core. The device was operating with limited functionality for this therapy dependent patient. Technical services recommended emergent replacement, and subsequently the device was explanted and replaced. The device was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.